Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. The insulin pump passed the displacement accuracy test. Device received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis twice. The nurse reported that the customer was hospitalized on (B)(6) 2017 and (B)(6) 2017. The customer's blood glucose was 389 mg/dl on (B)(6) 2017. The nurse also reported that the customer had blood glucose over 400 mg/dl. The nurse stated that the customer was given insulin to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during both hospitalizations. The nurse performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The insulin pump will be returned for analysis.